Manufacturer narrative:
A medtronic representative went to the site to repair the system and test the equipment. After repair, the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The transformer was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. As previously reported the reported issue was related to a graphics card issue on the returned suspect computer. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement computer shipped to site 04/21/2016. Analysis of suspect computer, returned on 05/12/2016, finds that at initial power-on, the cooling fans "clicked" audibly a few times, then smell of burning electronics - power immediately removed power. Traced the source of the failure to the video graphics card components. Video capture card malfunction failure. No parts have been received by manufacturer for analysis. Return requested. Replacement transformer shipped to site 04/21/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic ent representative reported that while setting up for a procedure, the monitor showed no input detected. They pulled the unit out of the operating room (or) and brought another navigation system in. The site proceeded with surgery preparation. There was no patient present when this issue was identified.